Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for three patient samples tested for elecsys hcg + beta test system (hcgb) and the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). Of the three samples, one sample had an erroneous hcgb result that is reportable as a malfunction. The sample initially resulted as 75.85 miu/ml accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated, resulting as 529.3 miu/ml accompanied by a data flag. The repeat value was also reported outside of the laboratory and was accepted by the clinician. No adverse events were alleged. The hcgb reagent lot number was 17982505, with an expiration date of 01/31/2018. The customer stated that samples are sent from clinics in secondary tubes and then the samples are transferred to sample cups prior to analysis. The customer stated that they are careful to check sample quality and check for bubbles on sample surfaces. The investigation noted that calibration signals were low for one calibrator, but this had no impact on the low patient result. Calibration was also two weeks overdue. No quality controls were measured prior to the erroneous results. Controls performed after the complained sample were acceptable. The centrifugation g-force of the sample was likely too high. A review of the alarm trace revealed several system reagent alarms at the time of sample pipetting. These alarms can be due to bubbles on the system reagent surface. It is highly likely that bubbles on the reagent surface caused the false low result.

Manufacturer narrative:
The field service engineer completed performance testing on the analyzer. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A noticeable drift in quality controls from high to low recovery could be seen within a span of 4 months. No quality controls were performed prior to the event. It is highly likely that bubbles on the reagent surface caused the false low result. Other possible root causes relate to sample quality, insufficient maintenance, improper handling of the reagent or system reagents, or contamination of the environment with the analyte.